Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize a battery pack) was confirmed. As received, the charger/modem would not recognize a battery pack. Upon evaluation, the y1 crystal oscillator on the bedside board was internally shorted. The cause of the inability to recognize a battery pack is the shorted y1 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not recognize when a battery was inserted.